Manufacturer narrative:
This report is being sent to correct our previous submission. In this complaint the brand product name, common device name, device service by 3rd, report source, reason device not evaluated and health grid.

Event description:
A bipap auto biflex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e53 err_comp_log_sem_timeout and e30 err_motor_spinup_flux_high. The device was scrapped. This event is reportable under FDA 21 cfr part as it meets the criteria for serious injury and/or product malfunction.